Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, when study patient was attempting insert the sensor wire the needle detached from the sensor applicator. No additional event or patient information is available.